Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04721. It was reported that recapture difficulties and kinks occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) was inserted into the patient and a 33mm watchman ® laa closure device & delivery system (wds) was advanced into the was. The closure device was deployed; however, it became affixed to the laa and was unable to be recaptured. During the attempt to recapture the closure device, both the was and wds became kinked. The decision was made to release the closure device in a suboptimal position. The device appeared to meet all of the safety and efficacy criteria after release. The patient recovered from the procedure fine with no complications.